Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 115, 239, 246 mg/dl. Tests were done within 10 minutes with a difference of 39%. Pt did not experinece any adverse events. No furhter info has been reported.